Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6) hospital.

Event description:
It was observed that during the device inspection, the bronchofiberscope exhibited the coating of the image guide hose peeled off (1mm2 or more). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection. A definitive root cause could not be determined as the event could not be reproduced. Based on the results of the investigation, it is likely that the following led to the malfunction: ¿ the below stress may have been applied to the insertion section. ¿ physical stress such as scratching or bumping the insertion section. ¿ chemical stress due to implementation of the reprocessing method unrecommended in IFU (reprocessing manual) ¿ stress from the harsh storage conditions such as storing the device in direct sunlight, under high humidity, and exposed to x rays and ultraviolet rays. Olympus will continue to monitor the field performance of this device.